Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that reported the device never works since implant. It was reported that about a month prior to the report, the doctor removed the device because it was found that vertebrae between l2-l3 had deteriorated and worn down and pinching spinal column which was causing majority of the pain in the lower legs. Consumer reported that this was discovered after an x-ray, MRI and CT scan was done. The consumer reported that this was not from implant because leads placed above l2-l3 were further up. Consumer reported that the patient had 3 level fusion for 10 years and l2-l3 were not fused and was getting blunt in rotation of spinal cord and that¿s what cause deterioration in spinal column. The consumer reported that the doctor removed bones around spinal column and fused and placed additional hardware and now patient is able to walk upright. Consumer reported that the patient is bed ridden and everything is deteriorating, affecting limbs and making patient miserable. It was reported that the patient was paralyzed two years ago and the doctor did a laminectomy in the neck and is 75% better now. It was reported that the patient been on pain pump, fentanyl and nothing works. It was reported patient was finally taking morphine tablets a day and can function slightly with walker. It was reported that the doctor removed battery pack and leads but couldn¿t remove extension because of scar tissue that was formed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.